Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. This report is for unknown pate/unknown lot number. Implanted date: original implant date was in 2011. Explanted date: not explanted. Device is not expected to be returned for manufacturer review/investigation. PMA/510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient has a broken wrist fusion plate and malunion. The original implant date is in 2011. It is unknown how it broke or how it was detected. The patient will be going back to surgery on (B)(6) 2017 however it is unknown what the treatment plan is at this time. No further information is available at this time. This complaint is for one device this report is 1 of 1 for (B)(4).